Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on posterior, and delamination on plug strap. Leak test and microscopic analysis was performed which identified a sharp opening and delamination (>75% total separation). A dimension measurement of the shell was performed which identified the thickness to be within specification. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening, and a delamination(total) of plug strap disk shell (cohesive failure).

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.